Event description:
Us MDR - after an implant duration of about 2 months a lead dislodgement was reported. No adverse patient side effects have been reported. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the performance of the lead under complaint was scrutinized, including a visual, an electrical and a mechanical analysis. The visual inspection demonstrated a bend in the lead's fixation helix, which can be considered as the root cause of the blocked fixation mechanism mentioned in the complaint description. Bending the fixation helix requires the presence of mechanical stress. Mechanical forces during the surgery should be taken into consideration. The quality documents accompanying this particular lead were re-investigated. There was no sign of any inconsistency during the production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.